Event description:
Urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. The pt's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason/indication for mesh implantation: recurrent stress urinary incontinence and rectocele procedure(s) performed: tension free transvaginal tape (tvt) procedure, posterior repair with pelvicol implant concomitant implants (products used at the same time): gynecare tvt device postoperative complications: (B)(6) 2004: discharge, granulation tissue. Interventional surgery: (B)(6) 2004: underwent removal of sutures from the vagina and repair of the vaginal defect and removal of the labial mole for persistent bleeding granulation tissue, status post graft implant and labial mole under general anesthesia.